Event description:
This rv lead was implanted on (B)(6) 2010. A call was placed to technical services on (B)(6) 2016, stating that the patient was brought to the hospital, due to hr in the 40's. Additional information was received, that this rv lead was intermittently capturing. Thus, this lead was capped. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).